Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was involved in an auto accident during a low blood glucose event. The customer stated that she did not go to the hospital. Blood glucose level after the incident was 47 mg/dl, which the customer attempted to treat with food while driving. During the call, the customer also reported that the transmitter may not have been functioning properly. Customer stated that she received lost sensor alerts. Blood glucose level at the time of this incident was not provided. The insulin pump was not replaced or returned for analysis.